Manufacturer narrative:
Review of the device history records and complaint history record could not be performed as the lot number reported was invalid. A review of the provided x-rays by a clinical consultant concluded that; explant materials analysis confirms there was no evidence of manufacturing or material defects observed on the returned alumina head or insert. Nothing could be learned about the alumina head fracture origin as all the primary fracture surfaces suffered post fracture damage obscuring the fracture origin. There is no evidence for device related mechanisms playing a role in this case. The implant had functioned normally before as far as we are informed. As such this case is not device related but has its root cause in an adverse patient related event through a car accident on a previously normal hip arthroplasty. A visual inspection was performed as part of the material analysis report. There was no evidence of manufacturing or material defects observed on the returned alumina head or insert. Nothing could be learned about the alumina head fracture origin as all the primary fracture surfaces suffered post fracture damage obscuring the fracture origin. The event was confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, xrays, patient history & follow up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that, the patient had a traffic accident in (B)(6) 2012. Afterward, the surgeon noticed a cracked ceramic insert on the x-rays . Therefore, he will plan a revision for a patient on (B)(6) 2013. Update - additional information confirmed it was the head that broke and not the insert.